Manufacturer narrative:
It was reported that an uncircumcised male patient had an external urinary drainage system applied to the glans of his penis when the penis and foreskin developed significant edema and fluid overload. The facility reported that the penis appeared with purple blister areas. The urologist evaluated the patient, removed the external urinary drainage system and inserted a #16 silicone foley catheter. The sample was not returned to the manufacturer for evaluation. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that an uncircumcised male patient had an external urinary drainage system applied to his penis when he experienced an adverse event and required a foley catheter.